Manufacturer narrative:
Concomitant product: 419588 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath. It was noted that there was intermittent atrial undersensing on the right atrial (ra) lead in some of the atrial tachycardia/atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.